Manufacturer narrative:
The reported event was confirmed cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Visual inspection noted irregular burst without missing pieces. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. However, no conditions could be associated with the reported event. A potential root cause could be due to thin sac. The labeling and instructions for use were found to be adequate. A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non conformities or discrepancies were identified in any of the dhrs. Therefore, no additional action required at this time. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 5 days after placement, the foley catheter came out in the ward. The balloon portion was torn. There was no residual material left in the body.

Event description:
It was reported that 5 days after placement, the foley catheter came out in the ward. The balloon portion was torn. There was no residual material left in the body.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.